Manufacturer narrative:
The insulin pump was received with normal operating currents, and no unexpected off no power or low battery alarm was noted. The insulin pump had a motor error alarm during the basic occlusion test and a compromised force sensor system error alarm at 4.0 lbs during prime test due to a protruded/loose drive support disk. The motor passed the motor test. The insulin pump was unable to perform the occlusion test or delivery volume accuracy test due to the motor error alarm. The device passed the displacement test and excessive "no delivery" test. The unit passed the unexpected restart test and self-test. No unexpected restart or spanish software anomaly error alarm was noted. However, the spanish software anomaly error alarm found in the alarm history. The spanish software anomaly error alarm was due to a corrupted history file. The insulin pump had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. Her blood glucose was 33 mg/dl. She noted that she started feeling weird, saw a bunch of numbers across the front of the insulin pump, put a new infusion set, and started smelling insulin. She stated that she saw numbers on the screen that she had never seen before. She noted that the insulin pump alarmed unexpected restart while troubleshooting the insulin pump. She also observed a motor error alarm in the alarm history, which she noted had occurred during the manual prime process. She was able to complete the rewind sequence. She was admitted for 8 hours and treated with an intravenous drip until her blood glucose stabilized. She stated that she was in the emergency room due to overdose of insulin with the insulin pump. She was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised to replace the insulin pump and agreed to return the device for analysis.